Event description:
This supplemental report is being filed to provide additional information that this device exhibited a battery depletion (bd) error. The remaining battery life is not accurate. Longevity remaining is 24 percent. Technical services offered to do a memory analysis, but the clinic refused as the system is still programmed off due to the patient's left ventricular assist device. The doctor may call back if needed. There were no adverse patient affects. The device remains implanted. It was reported that the patient had just received a left ventricular assist device (lvad). The subcutaneous implantable cardiac defibrillator (sicd) system was checked afterwards. There was noise in all three sensing vectors. Technical services advised some testing options and to evaluate the system placement. The system remains implanted with the therapy programmed off. There were no adverse patient effects.

Event description:
It was reported that the patient had just received a left ventricular assist device (lvad). The subcutaneous implantable cardiac defibrillator (sicd) system was checked afterwards. There was noise in all three sensing vectors. Technical services advised some testing options and to evaluate the system placement. The system remains implanted with the therapy programmed off. There were no adverse patient effects.